Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead safety switch (lss) for high out-of-range (oor) pacing impedances of greater than 2000 ohms. The physician elected to surgically abandon the lead and at that procedure, insulation damage was noted. A new lead was successfully placed. To date, no additional adverse patient effects have been reported.